Event description:
The customer reported that during a gastric bypass, oozing under 200cc occurred although an end tone, indicating a completed seal cycle was heard. Another device was used to complete the procedure without another incident. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u will be submitted.